Event description:
Pt had patches applied anteriorly and posteriorly for the aicd procedure. Anesthesiologist connected the ends of the two patches together rather than into the generator. The two patch ends fit perfectly. The pt was placed in ventricular fibrillation and the patches did not respond when charged. Back-up equipment was available so the incident did not effect the pt outcome but rather brought to light a design flaw. Device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: design - inadequate. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was destroyed/disposed of.